Event description:
Pt died during shoulder arthroscopy. The cause of death is unknown. The linvatec pump was in use during the procedure, but it is unknown if the pump caused the death. The hospital has checked out the pump and stated it met all specifications. The hosp is still using the pump.